Manufacturer narrative:
Concomitant products: product ID neu_unknown_prog, serial # unknown, product type programmer, physician; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that an error code cpp 367:38 appeared on a clinician programmer after initial interrogation. The error code represented an ¿illegal program definition.¿ it was noted that the battery was ¿barely out of discharge.¿ it was stated that the patient was currently charging and was instructed to recharge for 10-15 minutes and they would attempt another interrogation. It was noted that the programmer had fresh batteries. Additional information received reported that the device was not able to be read with 2 different clinician programmers. It was reported that the stimulation was working and recharging was fine. On (B)(4) 2014 a third clinician programmer was not able to interrogate the implantable neurostimulator (ins) when the device was at 50% charged. Only the error message was seen. It was noted that the patient programmer worked fine and the patient was able to control rate, and the ¿programmystim¿ feature was setup. The ins had been programmed 2 times before the error started to occur. Two days later the patient met with a manufacturer¿s representative. The ins was interrogated and the interrogation status bar went approximately half way prior to showing the error code. A physician mode recharge (pmr) was then performed. The error was still present after another interrogation with the clinician programmer. The software card was read and it was determined that an ¿invalid program definition¿ (error code 0x26) occurred. It was noted that the pulse width value in programs 2, 3, and 4 (210 us) were less than the pw lower limit (450 us) and the programs had a default amplitude of 10.5 v, while program 1 in group 1 had an amplitude of 3.5 v. On september 19, 2014 the patient and manufacturer¿s representative met for troubleshooting and it was determined that the patient could only see group b with the patient programmer and group a wasn¿t showing. Due to no group a access, troubleshooting was not performed. The patient could not recall actions or steps that preceded the loss of group a. The patient originally had group a and group b access. An explant was recommended, however, no planned explant was reported.

Event description:
Additional information received reported the patient's surgery had been rescheduled for (B)(4). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that a manufacturing representative (rep) had a stimulation problem earlier in the week that no one had seen before.

Event description:
Additional information received reported that the patient was currently trying to figure out funding for the replacement surgery. The replacement was currently on hold for now. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). The ins (serial #(B)(4)) was returned, but analysis has not yet been completed.

Event description:
The consumer reported via the manufacturing representative the battery was unprogrammable. The issue was identified when they were unable to program. Troubleshooting performed included discussion of the issue with engineering. Interventions and actions taken to resolve the issue included replacement. The issue was resolved at the time of the report. The patient's status at the time of this report was alive with no injury. The event occurred during normal use. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) [serial #: (B)(4)] found on every interrogation attempt the error would automatically end the session preventing any further telemetry communication with the device. The cause of the error was due to anomalous therapy parameters. Further analysis found the device to be fully functional after clearing the anomalous therapy parameters. Evaluation results code no longer applies to this event.

Manufacturer narrative:
Evaluation conclusion code was updated.

Event description:
Additional information received reported that the patient was having his ins replaced on (B)(6) 2014. The battery would be sent back for analysis. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was still working to schedule the surgery. No surgery was scheduled yet. Should further follow-up be received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.